Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("my hystero was wed") and constipation ("no bowel movement") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), constipation (seriousness criterion medically significant), pelvic pain ("soreness") and abdominal pain lower ("cramping"). The patient was treated with docusate sodium (stool softener) and surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, constipation, medical device removal and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal pain lower, constipation, medical device removal and pelvic pain incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of medical device removal ("my hysteo was wed") and constipation ("no bowel movement") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), constipation (seriousness criterion medically significant), pelvic pain ("soreness") and abdominal pain lower ("cramping"). The patient was treated with docusate sodium (stool softener) and surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, constipation, medical device removal and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal pain lower, constipation, medical device removal and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('my hysteo was wed') and constipation ('no bowel movement') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced constipation (seriousness criterion medically significant), pelvic pain ("soreness") and abdominal pain lower ("cramping"). The patient was treated with docusate sodium (stool softener) and surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, constipation, medical device removal and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal pain lower, constipation, medical device removal and pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: mr received. Reporter information , date of birth , date implanted added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('my hysteo was wed') and constipation ('no bowel movement') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced constipation (seriousness criterion medically significant), procedural pain ("soreness post surgery") and abdominal pain lower ("cramping post hysterectomy surgery"). The patient was treated with docusate sodium (stool softener) and surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, procedural pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, constipation, medical device removal and procedural pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, constipation, post-procedural pain, abdominal pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-jan-2022: quality safety evaluation of ptc. Upon internal review event soreness coding updated to post-procedural pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.